Event description:
It was reported that the drug solution in a multi-rate infusor did not seem to be reducing after 2 days of infusion. This occurred during a patient infusion of an unknown drug solution. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.